Manufacturer narrative:
Device returned with no lot identification. The product complaint analysis team has completed its investigation of the device. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: bullet tip condition, conforming; desufflation lever condition, conforming; inner gasket condition, conforming; latch condition, conforming; obturator condition, conforming; outer gasket condition, conforming; reset button condition, conforming; sleeve condition, conforming; stopcock condition, conforming; trocar condition, conforming. Functional tests & results: does safety shield retract, nonconforming; flapper door functional, conforming; lockout functional, conforming. Analysis conclusion: based upon the inquiry info received, visual examination and functional test, it was confirmed that the reported incident during surgery occurred. The device was examined and would not arm as received. The obturator handle weld was measured and found to be skewed. The obturator handle is welded during the assembly process.

Event description:
It was reported the 5112sd was used during an unknown procedure. It was reported by the affiliate the red arming button would not stay in position. This happened with several trocars. There was no consequence to the pt.